Manufacturer narrative:
H10: on 14nov2023, the bench and onsite service work orders were canceled without further work being performed by a philips engineer to resolve the device issue. In a good faith effort (gfe) response received on 17nov2023, it was clarified that the customer declined service and repair and was having the device returned to them unrepaired and not ready for use. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is failing low leak co2 rebreathing test. It was reported that the unit was outside of clinical use; there was no report of harm. The device was sent to a bench repair facility where the product support engineer (pse) confirmed the reported problem.